Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("remove") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3377 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she was found to have weight decreased ("lost weight 20 lbs"). The patient was treated with surgery (surgery for essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and weight decreased to be related to essure administration. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, age, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost weight 20 lbs"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / misplaced essure coil / misplacement of sterilization coil.") In a 34 year-old female patient who had essure inserted (lot no. 869767) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse, menorrhagia, dysmenorrhea, parity 2, gravida ii, menorrhagia, dysmenorrhea and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2755 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she was found to have weight decreased ("lost weight 20 lbs"). The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and weight decreased to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus: (B)(6) 2010. As per mr: (B)(6) 2011. Discrepancy noted: removal date as per argus (B)(6) 2019. As per mr: (B)(6) 2019. 1 coil on the right and 3 coils on the left. T. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: fallopian tube# 1: tan-gray, fimbriated; length, 7.0 cm, diameter up to 0.6 cm: sectioning reveals central lumen. Fallopian tube# 2: tan-gray, fimbriated; length, 8.4 cm, diameter up to 0.5 cm; sectioning reveals 4 central lumen. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and weight decreased. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated, event "medical device removal updated to device dislocation". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / misplaced essure coil / misplacement of sterilization coil.") In a 34 year-old female patient who had essure inserted (lot no. 869767-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse, menorrhagia, dysmenorrhea, parity 2, gravida ii, menorrhagia, dysmenorrhea and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2755 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she was found to have weight decreased ("lost weight 20 lbs"). The patient was treated with surgery (essure removal via bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and weight decreased to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010 as per mr : (B)(6) 2011 discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2019 1 coil on the right and 3 coils on the left. T. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description fallopian tube# 1: tan-gray, fimbriated; length, 7.0 cm, diameter up to 0.6 cm: sectioning reveals central lumen fallopian tube# 2: tan-gray, fimbriated; length, 8.4 cm, diameter up to 0.5 cm; sectioning reveals 4 central lumen concerning the injuries reported in this case, the following one was reported via social media: medical device removal and weight decreased. Lot number: 869767 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("lost weight 20 lbs"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and weight decreased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.